Event description:
Our affiliate reports that during an arthroscopic knee procedure, a portion (0.5 to 1 cm) of one of the drill sleeves broke off into the patient's condyle and remains buried therein. The procedure was completed successfully without further issue or harm to the patient.

Manufacturer narrative:
We are not fully clear of the facts at this point. We have questions out towards clarity. When we have a clear picture of the event and can discern a root cause, a follow-up report will be submitted.